Event description:
It was reported that "it became unable to pace after a few hours of use during use. The pacing catheter was positioned properly." There were no patient complications reported.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Manufacturer narrative:
One bipolar pacing catheter with monoject 1.3cc limited volume syringe was returned for evaluation. As received the catheter tip was slightly bent. Blood was observed from the windings. The balloon inflated clear and concentric and did not leak. Continuity testing confirmed a full open condition of the distal electrode circuit. A cut down confirmed the distal lead wire was broken around the solder joint. The proximal electrode was continuous. No visible damage to the balloon, windings, or returned syringe was observed. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. The customer report of pacing difficulty was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.